Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. The e229 error is an error that occurs when the scope ID data is damaged, and the endoscope fails. It was presumed that the e229 error occurred because the scope ID data was damaged due to a failure of the camera head for unknown reasons. The customer was advised to clean their scope's electrical contact points and request for repair if the latter did not work. The subject device serial number and manufacture date are unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus sales representative reported, that a customer had a video system center that was producing an e229 error. The customer reported, that the error occurred on multiple devices. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This medwatch is being supplemented with corrected information. D2, d4- updated UDI (B)(4)and model name from otv-s200 to ch-s200-xz-ea as this complaint is related to this device's issue and not the previous reported. Olympus will continue to monitor the field performance of this device.